Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient also had another edwards device implanted at the time of death; please reference the other medwatch report filed for device serial # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that the patient expired after an implant duration of approximately 2 months. According to the operative report, the patient was a (B)(6)-old woman with a history of coronary artery disease, previous myocardial infarction, type 2 diabetes, hypertension, and congestive heart failure. She was also recently diagnoses with both mitral and tricuspid valve insufficiency. Therefore, she had a mitral valve repair (device serial #(B)(4)) and a tricuspid valve repair (device serial #(B)(4)) performed on (B)(6) 2010. Her post-operative course was complicated by atrial fibrillation with rapid ventricular response, acute rheumatic fever with acute tubular necrosis, pneumonia, dysphagia (requiring dht) and deconditioning. She was then transferred to the general care floor where she continued to recover. She was then discharge to another facility with stable vital signs and afebrile. No other details were provided. Unfortunately, the cause of death remains unknown. Furthermore, there have not been any allegations that the edwards devices caused or contributed to the patient's death; no product malfunction reported.